Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause of the complaint cannot be determined.

Event description:
It was reported that the fred was successfully deployed without incident in the left internal carotid artery (ica) to treat a paraophthalmic aneurysm. Post-procedure angiograms identified an anterior internal carotid artery (aica) aneurysm, which was treated with non-microvention devices, and a fistula component of the aica aneurysm was identified. An attempt was made with non-microvention devices to access the vessel associated with the fistula, resulting in contrast extravasation that was treated with onyx liquid embolic. Follow-up angiograms then demonstrated thrombus within the fred stent. Access to the fred was attempted with a wire and a catheter (non-microvention devices) and the fred became "bunched" in the proximal segment. The stent was not able to be accessed to directly treat the thrombus. The patient was on an aggrastat drip. The paraophthalmic aneurysm was accessed and treated with three (3) coils (non-microvention). Final angiograms confirmed good contralateral flow through the anterior communication artery (acom). The patient was shunted due to the posterior bleed. The patient's condition was reported to be "stable."